Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure, using a preclose technique, of the common femoral artery after an interventional procedure. Reportedly, the suture did not connect with the needles. Hemostasis was achieved using two additional proglide devices. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned used device resulted in a detached link from anterior cuff. A link detachment will result in a failure to retrieve the suture during plunger retraction and can appear very similar to the reported cuff miss. During testing the original plunger was reinserted and the needle trajectory, depth and mandrel travel were acceptable. Based on this finding the reported experience is confirmed. The device was partially deployed. The posterior cuff was captured and attached to the needle tip. The anterior cuff (approx.-.047 by .020 inches) was broken and was not returned with the device. The suture bearing, bridge and guide were examined and found to be normal for a deployed device and not a contributing factory in the event. Some of the causes for a link break as outlined in the user trouble shooting and training guide are as follows: excessive force during plunger removal, jerky motion or a side wall stick. Gently removing the plunger during the first 2 cm can reduce the link breakage due to these causes. Based on the analysis of the device the root cause for the event is related to the operational context during use of the device. No manufacturing or quality inspection issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. The second perclose proglide (12673-05/920356h) is being filed under a separate medwatch MFR#.

Manufacturer narrative:
(B)(4). Correction: the date of manufacture was inadvertantly entered as 08/2080 on medwatch follow-up# 1 (MFR report# 2953144-2010-03132). The correct date of manufacture is 08/2010.